Event description:
The clinicians were attempting to monitor a patient's (age and gender unknown) heart-rhythm but, when the multi-function electrodes were connected to the device and then attached to the patient a "check pads" message was observed. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction.